Event description:
Initial ck-mb result for patient was 1.6 pg/ml. Theresult was questioned by physician and the sample was repeated. The second result for the patient was 81.0 pg/ml. The field service engineer was unable to duplicate the alleged failure.